Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received corrected that there was no catheter resistance. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the catheter or pipeline pushwire observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield embolization device which failed to open at both the proximal and distal end. The patient was undergoing a procedure for flow diverter treatment of an internal carotid artery (ica) unruptured fusiform aneurysm. Patient's vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During dep loyment, when more than 50% of the device was deployed, failure to open at both the distal and proximal ends of the stent were observed. It was noted that the middle part of the pipeline stent was positioned in a bend. The pipeline was resheathed more than twice and multiple repositioning attempts were made. The wire and catheter were also used to try and open the pipeline but it could not be fully opened. The pipeline was resheathed and removed with the microcatheter and replaced with a shorter device to complete the procedure successfully. There was no harm or injury to the patient. Ancillary devices: phenom 27 microcatheter. Additional information was received. Some resistance was encountered during delivery of the pipeline, particularly after several re -sheathings. The phenom 27 microcatheter was used for this event. Possible fraying was observed at both the distal and proximal ends of the pipeline.